Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met (B)(4) of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery did not meet expected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.